Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.

Event description:
The customer initially called to report high blood glucose levels. Prior to troubleshooting, the customer noticed that insulin was leaking from the tubing and reservoir connection. The customer stated that she would change the entire infusion set. Nothing further was reported.